Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, an unknown aiming arm failed to match up correctly with the corresponding locking holes of multiloc humeral nail during insertion. But prior to implant insertion, an aiming arm was checked for alignment and was appeared satisfactory. However, once positioned in the humerus, there was a sufficient 'play' in the construct to prevent the distal locking holes of the nail to line up correctly with an aiming arm. Upon removal of the instruments, it was noted that there was a missing locking tooth for the joint between an unknown insertion handle and an aiming arm. The surgery was completed successfully with a prolonged surgical delay. It is unknown if how was the surgery completed. Patient and procedure outcome were unknown. This report is for one (1) insertion handle for multiloc humeral nailing system. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: phn multiloc humeral nail (part# 04.016.039s, lot# l642715, quantity 1), unknown aiming arm (part# unknown, lot# unknown, quantity 1), protection sleeve (part# 03.010.063, lot# unknown, quantity 1), drill sleeve (part# 03.010.064, lot# unknown, quantity 1) and trocar (part# 03.010.069, lot# unknown, quantity 1).

Event description:
It was reported that on an unknown date, during insertion of multiloc humeral nail for a proximal humeral shaft fracture, an unknown aiming arm failed to match up correctly with the corresponding locking holes of multiloc humeral nail during insertion. But prior to implant insertion, an aiming arm was checked for alignment and was appeared satisfactory. However, once positioned in the humerus, there was a sufficient 'play' in the construct to prevent the distal locking holes of the nail to line up correctly with an aiming arm. Upon removal of the instruments, it was noted that there was a missing locking tooth for the joint between the insertion handle and an aiming arm. The surgery was completed successfully with a surgical delay of less than ten (10) minutes addressing the positioning of the distal locking screws. Multiloc humeral nail was successfully inserted. Patient outcome is unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.019.006; lot: 7531711; manufacturing site: hägendorf; release to warehouse date: november 04, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the shipped device 03.019.006, ¿insert-handle f/ml hum nail¿ with lot number 7531711 is in very bad and used conditions. Strong damage marks on the insertion-handle hn/ phn (60061262) are existing. In addition, the pin (50159022) is missing. The weld pin is broken out. This indicates that the 03.019.006, ¿insert-handle f/ml hum nail¿ with lot number 7531711was already been in use with strong force. Document/specification review: the following documents were reviewed: device history record (DHR) insert-handle f/ml hum nail was inspected. No anomalies were found. Dimensional inspection: since the pin is broken out of the handle, a dimensional inspection cannot be performed any more. Summary: the welding was broken by the strong hammer strokes and the pin was missed. It is assumed that mishandling of the instrument is the reason of the malfunction. By investigate of the DHR and the drawings, no anomalies were found. No manufacturing related issue was identified and confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: phn multiloc humeral nail (part: 04.016.039s, lot: l642715, quantity: 1), aiming arm (part: unknown, lot: unknown, quantity: 1).